Event description:
It was reported to boston scientific corporation that during a rectocele repair procedure using a capio open access suture capturing device, the suture needle detached inside the patient. The physician palpated the vaginal area in an attempt to locate the needle; however, it could not be found. It was felt that the risk of retrieving the needle surgically outweighed the benefit, therefore, it was left inside the patient. The case was completed with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.